Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that they noticed the past few weeks that their controller was malfunctioning on and off. Pt added that yesterday they were charging their implantable neurostimulator (ins) the screen didn't show the quality whether excellent, good or poor but was recharging. Pt also stated, "they told me I told don't have to charge like every 2 days but I've been charging everyday for some reason". Ins charging takes over 2 hours, charging will disconnect, then the controller will turn off by itself. Pt will then reset the controller and reconnect but the device would work very slow. Agent had patient reset the controller and checked for physical damage. Patient confirmed no damage on the battery compartment, battery pack, and recharging paddle. Agent had pt blew air into the controller port and attempted to recharge the implant. Pt got connected with excellent recharging quality. Pt mentioned that they could hear rattling noise from the box between the paddle and the controller. Agent believed that the pt was referring to the relay box. Agent asked if the noise sounded like a clicking sound, pt said no, pt referred the sound as a weird noise whenever they connect the recharging paddle and put the paddle over their implant. Pt added that the paddle itself after they're done charging the implant will be really hot due to long charging. Pt then mentioned they got a message "recharging needs attention" and confirmed charging got disconnected. Steps taken during the call did not resolve the issue. Agent sent request to repair to replace the recharger.

Manufacturer narrative:
97755-s, sn: (B)(6), was returned as part of analysis. Analysis found no issues with finding or charging ins. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called in and stated they're experiencing different issue and some were similar to previous issues before receiving the recharging paddle. Patient mentioned that they're still reset the controller to get the device working then recently they got rm06 while charging the implant. Patient added that since this morning they've been charging the implant and the implant was still at 80%. Agent had patient removed the battery and patient confirmed no damage on the battery compartment, and battery pack. Agent had patient blew air into the controller port and connected the recharging paddle. Patient got excellent recharging quality. Agent sent request to repair to replace the controller.